Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 369 (mg/dl) and ketones. Customer delivered a manual injection to stabilize bg levels and drank water to clear ketones. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with health care provider to discuss pump settings and diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3. Not evaluated reason: device not returned.